Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker further evaluated the customers device and the system pcb was determined to be the cause of the reported issue. Due to parts unavailable, device is non-serviceable and was returned to the customer unrepaired.